Manufacturer narrative:
Investigation: per the customer, the operator believed the air was coming in through the inlet line manifold. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Review of the rdf and associated aim images does not show a clear root cause for the reported air at the inlet and blood warmer tubing. The procedure progressed as expected for roughly 76 minutes before the alarm inlet pressure was too low was raised 2 times within 7 minutes. The procedure resumed normal operation until 4 access pressure alarms along with 4 pause button presses occurred between 194 and 219 min. The pause button was pressed twice more at 267 min and the procedure was ended. During this time, the rdf does not show any alarm was raised to suggest air was in the system. The return line air detector (rlad) was nominally functioning and did not detect air in the return line. The rlad is located on the bottom left corner of the return pump, inside the return pump housing. It will constantly monitor for air downstream of the return pump during procedural operation. If air is detected by this sensor during the procedure, an alarm will raise, and the pumps will be paused to perform air removal. If the rlad does not detect any air move past it but the operator confirms there is air in the blood warmer tubing it is possible the air entered the tubing from the luer connection between the blood warmer tubing and the return line. It was confirmed with the rdf that the operator configured optia to use a blood warmer during this procedure. It is possible for air to enter the blood warmer tubing if the luer connection from the return line to the blood warmer tubing is placed 20 inches higher than the patient access site and/or if it is not tightly closed. In the case which air is introduced from the site of this luer connection then it cannot be detected by the rlad since it is downstream of the sensor near the return pump. Therefore, it is important to take the appropriate actions to prevent air from entering the blood warmer tubing. To do this, the operator should ensure the luer connection from the return line to the blood warmer tubing is tight and put the luer connection no higher than 20 in (50 cm) above the return access site. The customer also reported air in the inlet line of the system. Rdf analysis cannot show if air entered the system at the inlet line since there is no air detector between the patient inlet access and the centrifuge. If air is introduced to the system though the inlet lines, the air would be pushed to the centrifuge. If air in the centrifuge is significant, centrifuge pressure alarms may raise. Notably, air in inlet line would not be returned to the patient. The inlet pump is only capable of rotating one direction, pulling whole blood from the patient for processing. Air from the inlet line can only be introduced to the centrifuge and, if returned to the fluid reservoir, will be expelled to the vent bag. On a systems level, no issue with this optia was identified. All safety systems remained in place and the appropriate alarms were raised. The device was found to be operating as expected. There were no images or report of air being present prior to the lure connection between the idl kit return line and blood warmer tubing. A disposable complaint history search was performed for this lot and found 1 report for similar issues on this lot, MDR 1722028-2023-00239 . This report was for the same patient at the same customer site. Investigation is in process, a follow-up report will be provided.

Event description:
The customer called to report air in the inlet line and the return line on the blood warmer tubing during a continuous mononuclear cell (cmnc) collection procedure on a pediatric patient with neuroblastoma. The patient was disconnected from the disposable set and the system was allowed to run and push the air out through the end or the return side. Then the patient was reattached. This was done twice due to air in the line both times. The physician at the customer site determined that they would end the procedure and start over with a new disposables set. Between the two procedures, labs were drawn since a custom prime was done to determine the patient's hematocrit. Medical intervention included h/h-hct 34.6 and was not administered as part of a planned protocol. The customer said there were no alarms. They detached the patient from the disposable set and allowed the system to run and push the air out through the end or the return side and then reattach the patient. This was done twice. The patient was reported in stable condition prior to the procedure. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide investigation: per the customer, the operator believed the air was coming in through the inlet line manifold. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Review of the rdf and associated aim images does not show a clear root cause for the reported air at the inlet and blood warmer tubing. The procedure progressed as expected for roughly 76 minutes before the alarm inlet pressure was too low¿¿¿ was raised 2 times within 7 minutes. The procedure resumed normal operation until 4 access pressure alarms along with 4 pause button presses occurred between 194 and 219 min. The pause button was pressed twice more at 267 min and the procedure was ended. During this time, the rdf does not show any alarm was raised to suggest air was in the system. The return line air detector (rlad) was nominally functioning and did not detect air in the return line. The rlad is located on the bottom left corner of the return pump, inside the return pump housing. It will constantly monitor for air downstream of the return pump during procedural operation. If air is detected by this sensor during the procedure, an alarm will raise, and the pumps will be paused to perform air removal. If the rlad does not detect any air move past it but the operator confirms there is air in the blood warmer tubing it is possible the air entered the tubing from the luer connection between the blood warmer tubing and the return line. It was confirmed with the rdf that the operator configured optia to use a blood warmer during this procedure. It is possible for air to enter the blood warmer tubing if the luer connection from the return line to the blood warmer tubing is placed 20 inches higher than the patient access site and/or if it is not tightly closed. In the case which air is introduced from the site of this luer connection then it cannot be detected by the rlad since it is downstream of the sensor near the return pump. Therefore, it is important to take the appropriate actions to prevent air from entering the blood warmer tubing. To do this, the operator should ensure the luer connection from the return line to the blood warmer tubing is tight and put the luer connection no higher than 20 in (50 cm) above the return access site. The customer also reported air in the inlet line of the system. Rdf analysis cannot show if air entered the system at the inlet line since there is no air detector between the patient inlet access and the centrifuge. If air is introduced to the system though the inlet lines, the air would be pushed to the centrifuge. If air in the centrifuge is significant, centrifuge pressure alarms may raise. Notably, air in inlet line would not be returned to the patient. The inlet pump is only capable of rotating one direction, pulling whole blood from the patient for processing. Air from the inlet line can only be introduced to the centrifuge and, if returned to the fluid reservoir, will be expelled to the vent bag. On a systems level, no issue with this optia was identified. All safety systems remained in place and the appropriate alarms were raised. The device was found to be operating as expected. There were no images or report of air being present prior to the lure connection between the idl kit return line and blood warmer tubing. A disposable complaint history search was performed for this lot and found 1 report for similar issues on this lot, see MDR 1722028-2023-00239 . This report was for the same patient at the same customer site. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined. Air in the blood warmer line that may arise if the luer connection between the return and blood warmer line is too tight that a small crack may appear, or the blood warmer may be placed too high up from the patient access point that air can develop in the line as a result. Another possible root cause for air bubbles in the blood warmer tubing was due to outgassing of cold replacement fluids. During exchange procedures on spectra optia, the replacement fluids may be cold. If they are not allowed to warm to room temperature, and if the return blood is warmed, air bubbles may form. The reason for this "outgassing" is that gasses are more soluble in liquids at low temperatures than at higher temperatures. If at a low storage temperature air is available to dissolve in a fluid and approaches its equilibrium solubility at that temperature, when the fluid is warmed the air will come out of solution, because its solubility is exceeded at the higher temperature. It is typically described as chains of very small bubbles or foam, which tend to rise toward the top of the tubing. The small bubbles may coalesce to form larger bubbles.

Event description:
The customer called to report air in the inlet line and the return line on the blood warmer tubing during a continuous mononuclear cell (cmnc) collection procedure on a pediatric patient with neuroblastoma. The patient was disconnected from the disposable set and the system was allowed to run and push the air out through the end or the return side. Then the patient was reattached. This was done twice due to air in the line both times. The physician at the customer site determined that they would end the procedure and start over with a new disposables set. Between the two procedures, labs were drawn since a custom prime was done to determine the patient's hematocrit. Medical intervention included h/h-hct 34.6 and was not administered as part of a planned protocol. The customer said there were no alarms. They detached the patient from the disposable set and allowed the system to run and push the air out through the end or the return side and then reattach the patient. This was done twice. The patient was reported in stable condition prior to the procedure. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer called to report air in the inlet line and the return line on the blood warmer tubing during a continuous mononuclear cell (cmnc) collection procedure on a pediatric patient with neuroblastoma. The patient was disconnected from the disposable set and the system was allowed to run and push the air out through the end or the return side. Then the patient was reattached. This was done twice due to air in the line both times. The physician at the customer site determined that they would end the procedure and start over with a new disposables set. Between the two procedures, labs were drawn since a custom prime was done to determine the patient's hematocrit. The hematocrit was found to be 34.6% and the patient was administered an unknown medication (reported as h/h). The patient was reported in stable condition prior to the procedure. Patient outcome is not available at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer, the operator believed the air was coming in through the inlet line manifold. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.